Event description:
It was reported that when preparing to remove the surgical fiber from the package to begin a procedure, the fiber cap/tip was observed to be detached inside of the package. The procedure was completed using a second surgical fiber. Outcome: "no damages to the patient". Gland volume: 45 ml. Time expended: 19 minutes. Joules used: 131,631.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows usage; the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap and the metal cap are detached; the metal cap was returned without the glass cap distal end; the metal cap exhibits severe char; the outer flow tubing is damaged at the open end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "tip detached in packaging" could not be confirmed; the fiber shows usage and a glass and metal cap detachment failure was found; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.